Event description:
It was reported that during/before an unknown procedure, in the first device loading, the jaw was not opened with the release button after the jaw clamped the rectum. The jaw was opened with the manual release lever. In the second device loading, the same event occurred. In the third device, the jaw was opened somehow with the release button when reloaded was loaded in the jaw. However, when the reload was loaded in the third device, the jaw was not opened with the release button. The three devices were not fired. Eventually, the fourth device loading was fired for the patient. There were no adverse consequences for the patient. There were 3 complaints devices (instruments) on this pi. These instrument were not fired on tissue. These events occurred when the closing/opening function was checked before each firing.

Manufacturer narrative:
(B)(4). Instrument a: closure link, yoke interface. Instrument b: batch # g5xp4f, exp date: 12/18/2014; device MFR date: 01/18/2010. The ec60 device a was received for analysis with no visual non-conformances and with a gold cartridge reload present on the device. The reload was received unfired. The returned reload was tested for functionality. The jaws of the instruments were closed by squeezing the closing trigger toward the handle and an audible click indicated that it locked in place. It was observed at this point that the closing trigger locked completely against the handle (no gap). The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The anvil release button was pressed to separate the instrument jaws and allow both triggers to return to their original position. This only occurred when applying reverse force to the firing trigger and pressing the anvil release button simultaneously. The device was disassembled to visually verify the condition of the internal components and a tighter fit between the closure link and the yoke was observed. The analysis results showed that one ec60 device b was returned with no visual non-conformances and with a fully loaded with staples gold cartridge reload. The device was tested for functionality with the returned reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened without any difficulties noted. The analysis results showed that one ec60 device c was returned with no visual non-conformances and with a fully loaded with staples ecr60g cartridge. The device was tested for functionality with the returned cartridge; the device achieved a complete 3-strokes and fired without any difficulties noted. Event described could not be confirmed as the device achieved a complete firing cycle, the staples formed as intended and it opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.